Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on the evaluation, it was observed that there was a clear tape stick at upper part of urine meter. The exact cause on how and when problem occurred could not be determined. Manufacturing does not involve tape during packaging. However, the material could possibly originate at supplier site. A potential root cause for this failure could be due to a defect contributed by vendor/improper handling/unclean machine / working area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cautions/warnings ¿this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas." Correction: a, d, f, g, h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that a foreign material was found to be adhered to the precision urine volume meter of the drain bag. Per follow up information received via ibc on (B)(6) 2022, it was stated that no patient involvement was reported. Per follow up information received via ibc on (B)(6) 2022, it was stated that a foreign material was adhering to the top of the plastic urine meter that appeared to be a piece of cellophane tape.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foreign material was found to be adhered to the precision urine volume meter of the drain bag.